Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at follow-up, high pacing thresholds and low sensing were observed. Externalized conductors were observed via fluoroscopy. Lead was capped.